Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
Revision oasys case (c3-6). Screw removal. All 8 screws stripped when attempting removal. Two screw heads popped off when removing. Inner hextip stripped off screws, when using multiple screwdrivers and adjustment drivers.